Event description:
The customer reported the ventilator restarted while being prepped for use. The ventilator alarmed upon restart and was not in use on a pt, therefore there was no pt harm. The respironics service technician reported he was able to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt power failure. The service technician replaced the power supply to correct the problem. Extended self testing (est) and final testing was performed and all tests passed per operating specifications.